Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks for fast af that fell into the vf rate zone. Programming changes were made and the patient was treated with medication. The patient was stable.